Event description:
During the insertion of the must mc screw ø5.5x50 cannulated at right side of l4, the patient's vertebral body broke. Tapping 5mm and then 6mm performed. The surgeon changed the insertion point and implanted a new pedicle screw (5.5mm x 45mm).

Manufacturer narrative:
Batch review performed on 05-jun-2024: lot 2126994: (B)(4) items manufactured and released on 16-feb-2022. Expiration date: 2027-02-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
Visual inspection performed by medacta r&d spine project manager: no defect can be identified on the implant. The root cause for the pedicle fracture is unknown.